Manufacturer narrative:
B4:02sep2021. The device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The biomed reset the proximal sensor, and the unit had no other issues. No parts were replaced. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Date of report: 12jul2021. (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips by a customer that the unit has a proximal sensor check vent alarm. The patient or user involvement information is unknown but has been requested. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the biomed stated the unit had proximal sensor check vent alarm. The rse found code 110d logged on the unit at one time. The rse and biomed reviewed suggested repair in the manual. The unit did not give a check vent alarm when placed into ventilation mode. Per the manual, the proximal sensor is reset, and no further action is needed. The rse suggested to biomed to place the unit on a test lung and allow it to run for an extended time to see if the issue repeats and provided a part ID for the da pcba if it does. Further information is currently pending.